Event description:
Duotome sidelite 550 fiber laser was being used for laser ablation of prostate. When the laser was initiated by the surgeon, the tip blew off and an area of prostate tissue of the patient was charred and the tip landed in the bladder. The tip was retrieved by the md and a new 550 laser fiber was utilized without incident.